Event description:
It was reported that noise was noted on the atrial and rv leads. The patient did not receive inappropriate shocks. The system was explanted and replaced. During the explant procedure, the physician observed an abrasion on the rv lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the lead was returned in three pieces. An external abrasion was noted at 4.5 cm from one end of one portion. The svc cables were exposed but the etfe coating was not compromised. The insulation underneath the rv and svc shock coil was normal. The damage found is consistent with friction to the ICD can.